Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 458 mg/dl at the time of incident and treated with the pump. The customer was advised to prime the device and noticed that the cannula was bent. Customer was advised on proper insertion, taping and site techniques. Troubleshooting also advised customer to change the entire set, reservoir and insulin. Customer indicated at the end of the call, that they were able to change out their set and treat their high blood glucose. No further troubleshooting was necessary.